Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the power cord did not have continuity in the brown color wire indicating there was a break in the wire. The power cord was visually inspected but could not find any physical breaks in the cord. The cord had been rolled over and over which could have caused the break. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He tested the power cord and found poor continuity on the brown lead wire. He replaced the power cord and ran all testing. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) would not switch back to alternating current (ac) power from battery power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.